Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 20090601.

Event description:
It was reported that patients implantable pulse generator (ipg) had migrated and had difficulty charging the ipg. The patient underwent an explant procedure where all devices were removed and will not be return as it was disposed at the facility.

Manufacturer narrative:
Correction to initial MDR in blocks: b1, b5, h6, and h11. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 20090601. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 20090601. UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation, resulting in worsening low back pain and suspected migration of the implantable pulse generator (ipg). The patient was unable to charge the ipg. The patient subsequently underwent an explant procedure and was reported to be doing well postoperatively. The explanted devices were discarded and will not be returned for analysis.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation, resulting in worsening low back pain and suspected migration of the implantable pulse generator (ipg). The patient was unable to charge the ipg. The patient subsequently underwent an explant procedure and was reported to be doing well postoperatively. The explanted devices were discarded and will not be returned for analysis.

Manufacturer narrative:
Precision montage MRI ipg sterile kit: investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. Correction to initial MDR in blocks: b1, b5, h6, and h11. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 20090601. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 20090601. UDI: (B)(4).